Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that shortly after device implant the patients lead disconnected and they "had to go back in". The lead remains in use. No patient complications have been reported as a result of this event.